Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following infusion site issues, including dampness and an insulin odor, with fingerstick readings around 220 mg/dl and system readings up to 267 mg/dl; the user later confirmed a bent cannula upon removal, performed site changes, and resumed insulin delivery after troubleshooting and education, and replacement infusion sets were received and used. Symptoms included elevated blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview, device history and lot verification, and troubleshooting with user education. Investigation of this case revealed evidence consistent with infusion site failure due to a bent cannula and site leakage. It was concluded that the event was related to an infusion site/cannula issue leading to hyperglycemia, with cause of the initial rise in glucose not fully determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.